Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the flow reaches 8 liters per minute on the 0-15 liters per minute flowmeter, it jumps to 12 liters per minute, and when turning down the flow, it does the same thing. There was no patient involvement associated with the reported issue.